Event description:
It was reported that the oxygen hose connected to the ventilator¿s oxygen inlet was leaking. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 hose was leaking. The problem was solved by replacing the o2 hose. The o2 hose is a getinge product. The provided picture confirmed the reported problem. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).